Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient underwent a skin flap revision in (B)(6), 2009 (specific date not reported). Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
Per patient's surgeon, the patient underwent skin flap revision surgery on (B)(6) 2009. This report is filed (B)(4) 2012. Implanted device remains.